Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent, and would not charge the pump. Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose level was 174 mg/dl.